Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the feb 2010 (B) (6) complaint report for trending did not note any adverse trends for the product family of "vaxcel pasv ports" and the failure mode of "catheter broken". Returned, was a 9.56" long catheter section. The port was not returned. No molding defects were visible on the catheter and the i.d. And o.d. Were measured and found to be within specification. The catheter was verified to have no occlusions. The fracture on the catheter, located 4.5 cm beyond the 20 cm print mark, was jagged. Based on the appearance of the catheter in the area adjacent to the fracture, a likely root cause of the incident may have been "pinch-off syndrome". "Pinch-off syndrome" is the pinching, wear or kinking of the catheter between the first rib and clavicle within the tunneled region. This type of complication is noted in the directions for use (dfu). Based on the condition of the returned sample, this failure does not appear to be a mfg related defect. The dfu packaged with this device includes the following cautions: "consider the following when selecting a pocket site: avoid passing the catheter between the clavicle and the first rib. Doing so may result in pinching and/or shearing of catheter. Avoid handling the catheters with sharp objects. Silicone rubber may be easily cut or torn. When handling the catheter, padded hemostats, vascular clamps, or tube occluding forceps should be used. Instruments with teeth should never be used to grasp the catheter. Damaging the catheter prior to or during insertion may cause catheter fracture in the vessel. The catheter should only be grasped at the end that will be trimmed prior to insertion." Mfg process controls in place for this device include 100% leak testing of the port, verification of the proper assembly of the port and screw lock, and visual exam of the catheters for damage or defects as well as physical testing requirements at incoming inspection. (B) (4).

Event description:
As reported by hosp, a pt had a chest port implanted since (B) (6) 2008. During a chest x-ray, it was discovered that the catheter had separated from the port. The catheter was removed by interventional radiology, and the port was removed surgically. The pt's condition was noted as "stable". The used catheter was returned for eval.